Event description:
It was reported that, "the pt had a primary scorpio in for approx 8 years. He started complaining of pain. Upon x-ray review, the surgeon could clearly see the tibial baseplate had become worn. At the time of the revision surgery, the femoral component was determined to be well fixed. The baseplate came out easily. The surgeon replaced the tibial component with a size#9 ts baseplate, 5mm augment, 80mm stem extension (cemented) and a 15mm ps insert. The revision was routine and successful."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.